Event description:
It was reported that "screwdriver tip broke off. Was removed completely from the pt".

Manufacturer narrative:
Supplemental will not be generated because the additional info that was requested was not received. Device was not returned, lot # unk. If additional info is received in the future, a supplemental will be generated.